Event description:
A report was received stating a tracheal tube's "balloon is broke". Though requested, no additional information was obtained by the manufacturer. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The referenced tracheal tube was not returned for further evaluation. Based on previous analysis of returned samples, the most probable root cause for cuff leaks in the cuff body is associated with contact with sharp utensil or object.

Manufacturer narrative:
(B)(4).